Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that noise was observed through remote transmission. Decreased pacing lead impedance and inhibition of pacing was noted. The lead was capped and replaced on jul 18, 2016 without adverse consequence to the patient.

Manufacturer narrative:
(B)(4)

Event description:
It was reported through cinefluoroscopy that externalized conductors were observed. No electrical anomalies were detected. No action was performed. The lead remains implanted. The patient will continue to be monitored.